Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient was getting stimulation in the center of their thoracic section and no coverage in their left arm and hand. The patient reported that they reached to grab their dog shortly after surgery and they felt something pull. X-rays showed that the left lead migrated down to the mid thoracic section. A lead revision was scheduled for (B)(6) 2017. No further complications were reported. Follow-up was conducted. Additional information was received from a representative (rep) regarding the patient. It was reported that the lead was replaced and would not be returned for analysis. No further complications were reported.